Event description:
Additional information received reported the patient's device was reprogrammed. The patient seemed to be doing better based on the programming adjustment.

Event description:
It was reported that the patient never had therapeutic effect. It was reported that the patient also had a fall, but was unsure of exactly when the fall occurred, and it is unclear what effect, if any, it had on the therapy. The following information was also reported, but it was unclear whether it pertained to the patient's new device or previous device: it was also reported that the physician wanted to turn off the device due to battery depletion and impedance issue. The impedance test at 3v found c0: 4353:, 01: 3225:, 02: 4647:, 03: 49483:, the other impedances were within normal limits: c1: 1235:, c2: 1185:, c3: 4983:. Subsequent information received reported that x-rays were taken and the patient was meeting with her neurosurgeon to discuss the results. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: neu_ins_stimulator, product type: implantable neurostimulator. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 7482a40. Serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3389s-40, lot# v014891, implanted: (B)(6) 2007, product type: lead. Product ID: 3389s-40, lot# v055967, implanted: (B)(6) 2007, product type: lead. (B)(4).